Event description:
The rptr has been experiencing an ongoing problem of the bur breaking on first use, using feather light touch, usually within two to five seconds after beginning. This has happened many times in the last yr. The broken part is generally retrieved by high velocity suction.